Manufacturer narrative:
Quality safety evaluation received on 05-sep-2016: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-sep-2016 for the following meddra preferred term: metrorrhagia. The analysis in the global safety database revealed 33 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and had irregular bleeding or breakthrough bleeding (interpreted as metrorrhagia) and arrhythmia. Essure removal was planned. Event irregular bleeding or breakthrough bleeding is listed in the reference safety information for essure, arrhythmia is unlisted. After essure insertion, genital bleeding and menses pattern changes may occur. In the present case, limited information was provided. Consumer's medical history and concomitant conditions were not mentioned. Given the nature of the event irregular bleeding or breakthrough bleeding, and lack of alternative explanation, a contributory role of essure cannot be excluded. Arrhythmia was assessed as unrelated to essure, given the nature of this event and considering the local effect of essure in the fallopian tubes. Non-serious events were also reported. This case was regarded as incident, since surgical intervention will be required for the devices removal. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information cannot be obtained.

Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on (B)(6) 2016 from a (B)(6) female consumer and forwarded to bayer on (B)(6) 2016. On (B)(6) 2012 the consumer had essure (fallopian tube occlusion insert) implanted. She was (B)(6) at the time of insertion. 12 months after insertion she started having complaints. On an unspecified date the consumer experienced irregular bleeding or breakthrough bleeding, pain during ovulation, pain during coitus, pain in abdomen, loss of libido, tiredness, swollen abdomen, arrhythmia, swollen feet, and study delay. She had relation and/or family problems complaints. It was reported that she contacted a doctor, visited a gynecologist, cardiologist and emergency room. Ultrasound was performed but results were not provided. She was treated with medication. Essure removal was planned. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and had irregular bleeding or breakthrough bleeding (interpreted as metrorrhagia) and arrhythmia. Essure removal was planned. Event irregular bleeding or breakthrough bleeding is listed in the reference safety information for essure, arrhythmia is unlisted. After essure insertion, genital bleeding and menses pattern changes may occur. In the present case, limited information was provided. Consumer's medical history and concomitant conditions were not mentioned. Given the nature of the event irregular bleeding or breakthrough bleeding, and lack of alternative explanation, a contributory role of essure cannot be excluded. Arrhythmia was assessed as unrelated to essure, given the nature of this event and considering the local effect of essure in the fallopian tubes. Non-serious events were also reported. This case was regarded as incident, since device removal will be required. A product technical analysis is expected. Further information cannot be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.